Manufacturer narrative:
The reported event for high impedance/autoreducing was confirmed. As received, the octrode lead had a kink with all internal wires broken. The kink with broken wires is consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-21627. It was reported that the patient's system was experiencing ineffective therapy as a result of auto reducing. Reportedly, the patient's leads were showing high impedances. As a result, the patient's leads were explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.